Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant following unsuccessful implant of another lead. This lead was repositioned several times due to poor measurements, after which the helix could not longer be manipulated. This lead was extracted and replaced with an alternate lead that was implanted without further consequence. Following the procedure this lead was discarded and thus is not expected for return and analysis. No adverse patient effects were reported.